Event description:
The customer called to report repeated low battery alarms one hour after inserting a new battery. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. Unable to verify the low battery alarms, due to the blank display.